Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 650 mg/dl. Customer administered a manual injection to address the elevated blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.